Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off label usage of the device. The patient was at home with her mother while they lost consciousness, fell and hit her face. The cgm was reading low and there were no blood glucose values documented, but the patient´s mother alleges that the dexcom cgm reading was inaccurate because the patient had no alert prior to losing consciousness. The cgm alert sounded after the patient had passed out. The patient´s mother called an ambulance, when the paramedics arrived the patient was conscious again and she was treated with juice by the paramedics. The patient was taken to the hospital where she was treated with more juice and a computed tomography (CT) scan was performed due to the injury to the patient's face. At the time of the report, the patient had recovered from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.